Manufacturer narrative:
(B)(6). On (B)(6) 2015 a medtronic representative, following-up at the site, reported the reported issue did not occur during a case, this issue occurred during integration with navigation and was reported on the same day. When taking an empty image, then selecting manually acquire, at the point of attempting to activate the image, the software unexpectedly exits. The reported issue was replicated. Computer was replaced, however, issue was not resolved. On (B)(6) 2015 a medtronic representative, following up, reported siri mobile compact l is not currently compatible with their navigation system. Site was trying to use their c-arm wireless, without network cable. On (B)(6) 2015 software investigation determined the site was using the spine software in an off-label way with regard to using an incompatible c-arm. Software functioning as designed. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that their navigation system spine software unexpectedly exits after manually acquiring a blank image from a c-arm siri mobile compact l model. In trouble-shooting, the software was un-installed and re-installed, did not resolve the issue. No further details were provided. There was no patient present when this issue was identified.